Event description:
It was reported that shaft break occurred. While preparing a 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was for use to dilate the lesion, the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a complete hypotube separation 92.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. While preparing a 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was for use to dilate the lesion, the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.